Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic procedure, a component of the handle broke off at the insertion zone. Another handle was used with another reload to complete the case. There was no patient injury.